Event description:
The patient reported high blood glucose readings since switching to her infusion device. She stated the first two days she used it, her blood glucose levels were normal, then on the third day, the readings would be in the 300 mg/dl range. She did not have any signs or symptoms, but discovered the elevated levels through testing her blood sugar. Her normal blood glucose readings are 115-120 mg/dl. She corrected her blood glucose levels by doubling her bolus amount. She stated this began in 2007 and lasted for 3 weeks. She then switched back to her previous infusion device and her blood sugars are normal consistently. Troubleshooting did not find any issues with the product. The patient does not thing the infusion device is "working properly". The patient did not require assistance from a healthcare professional or second party to address the issue. Product replaced and requested to be returned for evaluation.